Event description:
It was reported to st. Jude medical that during capacitor maintenance an extended charge time was observed. The battery voltage was noted to be at 3.1v. The decision was made to explant the device.